Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the screen was broken. Analysis also found the programmer booted up to a system error black screen. After the lem (link electronic module) printed circuit board assembly was reseated, the programmer booted up correctly. Both keyboard hinges were broken, the keyboard slide cover was missing, the power supply was noisy, and the system fan was noisy. (B)(4).

Event description:
It was reported that the screen on the programmer was broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.